Event description:
Boston scientific crm received information that this right ventricular (rv) lead was not able to be implanted, due the helix mechanism being defective. No adverse patient effects were reported. The lead was successfully replaced and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted that the helix was extended and there was blood infiltration past the helix mechanism and up through the lumen. As a result of the infiltration, the helix was unable to be retracted. It was also noted that the terminal pin had deep grooves embedded in the metal, indicative of a grabbing tool. Resistance testing was performed to assess the lead electrical performance. Measurements during this testing failed. An x-ray was performed and revealed that the conductor coil is fractured at the terminal pin. Due to its location, the fracture was most likely the result of overrotation of the helix mechanism during the implantation procedure.